Manufacturer narrative:
Device 4 of 4. Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: (B)(6). Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4); manufacturing site: (B)(4).

Event description:
It was reported that there was a black spot found on the device in 4 products. The product was not used on patient. A photograph depicting the issue was received from the complainant.